Event description:
It was reported that the mrhk trial tib baseplate xs (64813400) could not be assembled with the mrh tib bp impact/extr (64818008) during the operation. There were no adverse consequences for the pt and no delay for the operation. Additional info: the sales rep checked the extractor and the trial baseplate. As a result, there was no problem for them. Probably, the assemble by the surgeon was not proper, so, we will not send back the product to limerick.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.